Event description:
It was reported that the pt was doing well after primary hip surgery on pt's right hip. Pt complained of some pain and soreness sporadically and saw physician 3 or 4 times since primary surgery. Pt came in to office in (B)(6) and was complaining of pain and surgeon took scans and tests for infection and all showed normal. Surgeon revised on (B)(6) 2012 and stated that stem was seated very well and pt had no infection but surgeon revised because surgeon stated that it seemed like neck was a bit short and could possibly be causing the pain and soreness so he revised. Surgeon explanted everything from primary surgery and replaced with a restoration modular system and surgery went very well.

Manufacturer narrative:
A visual inspection was performed as part of the material analysis. The report concluded: the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The base alloy was found to be cr-co-mo alloy consistent with and astm f1537 alloy 3 material. No material mfg defects were observed on the surfaces examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.